Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had no delivery alarms on insulin pump. The customer also had high blood glucose level of 480 mg/dl. Troubleshoot was done for no delivery alarm and the customer stated that the insulin did not exit and insulin pump alarmed no delivery during fixed prime. The customer also reported damage to the insulin pump. The insulin pump will be returned for analysis and reservoir will not be returned for analysis.